Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j08074 and h12i16011. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.